Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigated the device and replaced the leaking cardioplegia pump. A complete pm with full calibration was performed. Functional testing and safety check was according to factory specs. A supplemental medwatch will be submitted if add'l info become available.

Event description:
It was reported that the hcu30 device displayed leakage at the cardioplegia pump. No pt involvement. (B)(4).